Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer replaced the graphic user interface printed circuit board assembly. The ventilator passed self tests.

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.